Manufacturer narrative:
Pt info:- unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.00/1.5/078 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and a longer length lens was later implanted due to low vault. This resolved the problem.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial and there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens and residue and debris on lens. (B)(4).